Manufacturer narrative:
(B)(4). Batch # m55u9t. Additional information was requested and the following was obtained: please provide details as to how the device malfunctioned. There were incomplete rings on the stapler after firing. Stapler was used in normal manner. How was the procedure completed? Additional suture was used to reinforce the staple line. Procedure was completed in normal fashion after the reinforcement of the staple line. Patient was doing well postoperatively. Surgeons discussed that it may not have been a malfunction of the stapler but friable tissue of the patient. They wanted to send the stapler anyway, but the patient had very friable tissue. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The incomplete rings reported on the stapler, is this reference to the tissue donuts? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? The analysis results found that the ecs21a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a roux-en-y gastric bypass procedure the device malfunctioned. It is unknown how the procedure was completed. No additional information was available. There was no patient consequence.